Event description:
On (B)(6) 2025, a company representative - service personnel contacted technical service to report that centrella med-surg (product code p7900b100039, serial number (B)(6), had brakes not holding. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the casters needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the brakes to see whether the bed moves when the brakes are set. Replace parts or adjust the system if necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on aug 25, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the casters to resolve the reported event. Based on this information, no further action is required.